Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump is under-delivering. Customer is experiencing high blood glucose. Customer is no longer wearing the insulin pump. Customer does not have bent cannulas. The blood glucose reading at the time of the event was 220 mg/dl. Customer was nauseated and tired. Customer also has ketones. Hospital treated with IV. The current blood glucose reading is 185 mg/dl. Nothing further reported.